Manufacturer narrative:
Patient information: unknown/ asked but not available. If implanted, give date: not applicable, as there was no patient involvement. If explanted, give date: not applicable, as there was no patient involvement. The device was not returned for analysis as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) had a lens crack when trying to advance the lens and started coming out of the side. The lens moved a little when advancing and then got stuck. The lens was torn in the cartridge and a piece of lens was sticking out of the cartridge. There was no patient contact. The original lens was discarded. No other information was provided.

Manufacturer narrative:
Additional information was received from the facility providing following details including the eye affected was the left eye. Fields below updated to reflect new information received. Section a2: age/date of birth: (B)(6) 1956. Section a3: gender: male. Section a4: patient weight: 170 pounds. Section a5: ethnicity: hispanic. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon reviewing the complaint, it was identified that the following information was not included in the initial report. This report is being submitted to include those information: section b5: the inner pouch of the product was opened/ unsealed when received by the customer. Section h6: medical device problem code: 1421 - delivered as unsterile product all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.